Event description:
It was reported that there were multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit and more issues with the balloon not deflating (lot#: ngku0957). It was reported that they had experienced multiple defects with the foley cath kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit, and more issues with the balloon not deflating (lot#: unk). Per follow up via email on 02dec2025 it was reported that intermittent catheter was defective. Per follow up via email on 02dec2025. It was reported that there was another issue with the foley catheters. Per follow up via email on 29jan2026. It was reported that the few more occurrences with defective temperature-sensing foley catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit and more issues with the balloon not deflating (lot ngku0957). It was reported that they had experienced multiple defects with the foley cath kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit, and more issues with the balloon not deflating (lot unk). Per follow up via email on 02dec2025 it was reported that intermittent catheter was defective. Per follow up via email on 02dec2025.it was reported that there was another issue with the foley catheters. Per follow up via email on 29jan2026.it was reported that the few more occurrences with defective temperature sensing foley catheters.